Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated a total por (power on reset) count of two hundred and twenty eight. Por reasons included bad shutdown, nmi reset, illegal opcode reset, illegal address, edc error reset, and others. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced power on reset (por). It was further reported that the device clock was incorrect. The icm remains in use. No patient complications have been reported as a result of this event.